Manufacturer narrative:
One disposable pressure transducer (dpt) was received by our product evaluation laboratory. As received, no leakage was observed from the kit during leak test. However, three unknown black particles were found. Particle a was approximately 3x3 mm in size inside IV tubing at 80 cm from the housing, particle c was approximately 2x3 mm in size inside IV tubing at 38 cm from dpt housing and particle b was approximately 3x2 mm in size inside dpt housing. In addition, particles a, b and c did not dislodge during 5 minutes of continuous flushing. No particulates were found on filter paper. Finally, ir spectrum of unknown material showed similar absorption characteristics when comparing to silicone like material. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review.

Event description:
As reported, during set-up, this disposable pressure transducer snap-tab had saline leakage. The device was replaced by a new unit. There was no allegation of patient injury. Patient demographics were requested and unable to be obtained. The device was received for evaluation and three unknown black particles were found inside the IV tubing. There was no allegation of patient injury.

Manufacturer narrative:
Updated section h6 (component code), h6 (type of investigation), h6 (investigation findings) and h6 (investigations conclusion) added information to section h6 (type of investigation). The manufacturing records were reviewed for the lot involved and there is no indication of a related nonconformance. All process parameters were met and inspections passed successfully. Since the ir spectrum of the particles showed similar absorption characteristics when comparing to silicone-like material, an investigation was performed in the manufacturing lines to evaluate the possibility of this contamination being generated within the manufacturing process. Based on this, it is not confirmed that there is any machine or tool that could cause this nonconformance as silicone like material is not used on any part of the process. No potential cause for the condition reported was identified withing the manufacturing process. Nevertheless, a personnel acknowledgment was provided to the manufacturing personnel.